Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have had a hard time to position the recharger when charging due to their implant being so low. Patient stated it has always been like this and they have had to adjust it. Patient stated it beeps, then it doesn't beep. Patient reported they tried to charge their implant last night when they slept and stated they think they hit it off and now they are trying to charge their implant while they drive to their MRI appointment today. Patient mentioned they have not charged their system in an extremely long time. Patient stated their handset says to connect to the communicator and initially thought they were missing their communicator, but located their communicator on the call. Agent reviewed to ensure communicator is charged/powered on and to bring all equipment and charging cords to MRI appointment. Reviewed MRI mode overview and to ensure implant is sufficiently charged. Patient confirmed has charging cord for communicator and was going to work on charging their implant and their communicator. Patient may call back when at MRI appointment if needing assistance activating MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.